Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's father reported that his son had another instance of tubing detachment last night while sleeping. The pump was in a soft toy which he cuddles. The infusion set had been used less than a day and they are in a closed cupboard in his bedroom. Further, the pump was not dropped and there was no stress on the tubing. No further information available.